Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had a low bg (no value provided) and fell on (B)(6) 2022. She suspected that a cgm inaccuracy was the reason for the fall but did not confirm with a glucometer. The fall resulted in an emergency room (ER) admission on (B)(6) 2022. At the hospital the patient was diagnosed with a fracture at c5/c6. Additional attempts to contact the patient were unsuccessful, and no additional patient or event information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.